Manufacturer narrative:
(B)(4). Batch # r9294u. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were also no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the message to clean the jaws displayed. The jaws were cleaned and the message displayed two more times, after which the message to replace the instrument displayed. The device was swapped out with an alternate like device and no patient consequence was reported. The device will be returned.